Manufacturer narrative:
Unit received with intermittent button response due to flattened dome switch on the esc and act buttons. No button error alarm noted. Unit passed displacement test and a21 error test. No unexpected restart error alarm or reservoir icon anomaly noted. Unit functioned properly. Unit received with scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and button error alarm. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.